Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. The event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event of the epg (external pulse generator) being dropped. The upper case was cracked, lower case broken, scratched keypad, and damaged release latch. It was further noted that the lcd (liquid crystal display) showed damaged segments in the upper lines, intermittent interrupted lines in the lower display, contaminated user knobs, blood residue in the battery chamber, and missing parts on the backside of the epg, missing gasket, and missing battery drawer. (B)(4).

Event description:
It was reported the epg (external pulse generator) had fallen on the ground from a hospital table. The epg was returned for repair and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.